Event description:
It was reported that the patient presented to clinic with growing thigh pain. Upon analysis of x-ray, it was noted that the stem had subsided and heterotropic bone present superiorly and laterally. Plan is extract stem and replace with a restoration modular which went without issues.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding stem subsidence involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: some boney ongrowth was identified on the coated surface of the stem. The neck of the neck of the stem had deep gouge marks likely as a result of explantation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the DHR did not indicate any evidence of a dimensional issue. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes, this investigation will be re-opened.

Event description:
It was reported that the patient presented to clinic with growing thigh pain. Upon analysis of x-ray, it was noted that the stem had subsided and heterotropic bone present superiorly and laterally. Plan is extract stem and replace with a restoration modular which went without issues.